Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician had difficulty deflating the balloon. A second balloon catheter was advanced to the site, and inflated in an attempt to assist with deflation of the first catheter. Both catheters were successfully removed. No pt injury or complication occurred.